Event description:
It was reported that this right ventricular (rv) lead pacing impedance had doubled in value over the past six months, so the physician decided it would be a good idea to surgically cap and replace the lead during the generator change for normal battery depletion. No adverse patient effects were reported.